Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 53 (software error detected) and the customer received pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement.). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for successfully clear alarm, unable to rewind pump and test was passed. Customer was advised to discontinue use of the device, and the insulin pump will be replaced. No harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-1885 was requested, and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Pump error 53 was found on 07/28/2025 05:15:51.000. Line=22510 file=960. Pump error 130 was found on 08/03/2025 10:07:21.000. Line=702 file=121. Per software engineering log, the mfda alarm was generated due to strong magnetic field. Per software engineering log, isolate pump error 53 to electronic assembly. During testing, no unexpected anomalies or alarms were noted. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. No moisture damage was noted on electronic assembly. Isolate anomalies to electronic assembly. The following cosmetic damages were noted: label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case ¿ display window corner, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of pump error 53 and pump error 130 were confirmed when both alarms were recorded in adapt during download history review. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.